Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed a foreign object within the surgical field. The object was removed and inspected. After inspection, the object was determined to be the yellow insulation covering from the permanent cautery spatula instrument. The procedure was successfully completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have a broken distal clevis ear on one side. No arc trac was found on the clevis and pulleys indicating energy did not unintentionally escape. Electrical continuity test passed.